Event description:
Pt - device left in pt: our rep is reporting that during an arthroscopic shoulder repair, a portion, approximately 1-2 mm of the distal tip of an expressew suture passer needle broke off into the body. An effort to locate the fragment via x-ray was unsuccessful. The fragment was not able to be retrieved from the pt's body; however, the procedure was concluded successfully without further issue or harm to the pt. Complaint device discarded at facility.

Manufacturer narrative:
Nothing is being returned, which precludes conducting a physical failure analysis towards root cause. A copy of this compliant file and a request for a lot history review has been sent to the manufacturer for consideration. Outside of this, at this point in time, mitek cannot conclude as to what may have precipitated this event device failure. When the manufacturer addresses our request, and if their info renders anything more that is pertinent and germane to this issue, a follow up report reflecting the updated info will be forwarded to the FDA, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.